Event description:
It was reported that the customer had an issue with the up button on the insulin pump. Customer's blood glucose level was 298 mg/dl. Customer was advised that the insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Insulin pump was received with an intermittent button response due to flattened buttons dome switch. Insulin pump had minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.